Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Analysis of the returned device identified: opening curved on radius and anterior, creases flat and wear abrasion leak test and microscopic analysis was performed which identified: striated opening on anterior and radius, opening crease smooth on radius and observed void greater than 1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius and anterior due to surgical damage consist in the use of some surgical tool. An opening crease smooth on radius due to fold flaw opening. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.